Event description:
The complainant reported that in 05/2004 (procedure date unknown) a pt was therapeutically treated with an enteryx procedure. The procedure was reported as normal. The pt suffered from severe right flank pain 24 hours post procedure. The work up of the pt in the ER included an abdominal CT. The CT scan revealed enteryx material in the wall of the aorta and in the right renal artery. A CT contrast study showed a lack of perfusion in the upper two thirds of the pt's kidney. There was a preservation of some residual function in the inferior renal lobe. The pt maintained normal renal function throughout. The pt is reported as doing fine.